Event description:
Our son has been using amo complete moisture plus for the past three plus years for his soft contact lenses. Throughout this time, he has complained of sore eyes, brightness, blurry vision and redness. He has been checked numerous times by his dr and no lid infections were found. Today, he came home from school again complained of blurry vision, this evening we found out on the ten pm news of the recall of amo complete moisture plus. We will call his dr in the morning. We are sending this due to the press release indicating immediate medical attention is required if the symptoms our son has experienced are present, and also the listing of the FDA reporting web site if problems are present.